Event description:
It was reported that during a colon procedure, the device would not fire the staples. No additional information. It is unknown how the case was completed. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). The analysis results showed that one ax55g device arrived in good visual conditions and void of staples. The device was manually loaded with staples and it was tested for functionality. The device was fired and it formed all the staples as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape; the staple line was noted to be complete. The batch record was reviewed and no anomalies were noted during the manufacturing process.